Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain clarification on the device issue, confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device had dropped, causing damage to the front panel at the patient outlet and the proximal pressure port. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that of the damage following the device drop and requested replacement part information. The rse provided the customer with the information for the front panel assembly. This investigation is ongoing.